Event description:
Philips received a complaint from the customer on the v60 indicating that the filter is blocked, which is creating poor heat dissipation. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The hospital mechanical engineer (me) evaluated the device and confirmed the reported problem. The me cleaned the cooling fan, and the device was restored to normal use. There was no device malfunction nor errors reported. The device passed the required performance verification tests per philips standards and was returned to service.